Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the power cord was faulty and not operating correctly. The device was running on internal battery even when plugged in and was not charging. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that the power cord was faulty and not operating correctly. The device was running on internal battery even when plugged in and was not charging. The bme troubleshot the device and replaced the power cord to resolve the reported issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.